Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with the pulse generator in backup operation. The device was successfully reprogrammed to the specified parameters. The patient was in stable condition.